Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Following a device interrogation, defibrillation therapy was disabled. The physician reactivated the defibrillation therapy, however, the programmed therapy parameters were deactivated. The device was reprogrammed to resolve the event and the patient was in stable condition.